Event description:
It was reported that during patient use, the ventilator shut down. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue.